Event description:
Reportable based on returned device analysis completed on 01 november 2024. It was reported that during a pulse field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. When the attempting to deflect the sheath to the right inferior pulmonary vein from the right superior vein, the deflection mechanism did not allow the sheath to deflect any further. The physician attempted to deflect the sheath in open space in the left atrium, but this was unsuccessful. The sheath was replaced, and the procedure was completed without patient complications. The sheath was returned for analysis. However, analysis of the returned device revealed a tear in the flush lumen close to the valve underneath the handle cap.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The sheath was tested for deflection, and the sheath was able to fully deflect and un-deflect with no unusual resistance felt. Dissection of the sheath noted that part of the silicone gasket was found to be stuck on the shaft of the sheath, and unable to be moved. Additionally, it was revealed that the flush lumen was torn close to the valve underneath the handle cap, creating a potential leak path. However, an attempt to pressurize the flush lumen with deionized water did not result in a leak through the torn flush lumen.